Event description:
It was reported that 3 monitors were missing a bolt that prevents the monitor from being lifted off the articulating arm. Additionally, it was alleged that while a nurse was positioning one of the monitors, it came off and hit her in the head.

Manufacturer narrative:
Additional info will be provided once investigation is completed.